Manufacturer narrative:
This issue is under investigation. Allegations are being evaluated. Allegations of contamination due to medicine cup not being properly seated and causing contamination is under investigation.

Event description:
Customer called on (B)(6) 2010, and claimed that her (B)(6) daughter went into anaphylactic shock twice after using the unit. In both occasions, she was rushed to the emergency room. These events were approx 2 weeks apart. On the initial call, the mother indicated that the unit was not being used different than previously. The mother is not sure how the daughter is cleaning the unit. On follow up contact ((B)(6) 2010), mother claims that the medicine cup was not properly seated allowing mold to grow inside the unit. The mother now claims that the unit was meticulously cleaned and maintained.